Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, the patient was noted to have a large fibroid. During the procedure a fluid loss alarm was noted, the physician then reinforced the cervical seal by adding a tenaculum at three o'clock position and a sponge stick. Five minutes left into the ablation phase, a second fluid loss alarm was observed. The procedure was completed using this device. It was reported that post procedure a superficial burn was noticed at the patient's vaginal wall, there were no treatment required for the burn. The patient's condition at the conclusion of the procedure was reported to be "good." An additional attempt has been made to obtain follow up event details with no response from the clinician.